Manufacturer narrative:
Investigation: samples received: 1 open pouch. Analysis and results: the sample received has been determined to be from batch 118216 or 118231, more detail could not be obtained. There are no previous complaints of any of the two possible batches. (B)(4) units of batch 118216 were manufactured and distributed and 432 units of batch 118231 were manufactured and also distributed. There are no units in stock of any of the two batches. We have received an open pouch with an unused suture that has two needles attached (this reference has two needles). One of the needles is bent near the attachment area and other one is correct. Needle bending strength test has been performed with the two needles and the result is 8,4 nxcm in minimum and fulfils the needle specifications of a minimum bending strength of 7,8 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. The end customer says that the needle was already bent when opening the pack, nevertheless the root cause cannot be determined, it could be in needle production or while assembling the needle to the thread. However, as no other customer complaints have been received concerning this issue for this code batch nor in the last five years for all product ranges we assume an isolated and accidental unit that was not discarded by the manufacturing personnel. Final conclusion: taking into account that the results of the sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375. If additional information becomes available, a follow up report will be submitted.

Event description:
It was reported the needle was bent. The reporter indicated that the needle was already bent before use in surgery. Therefore, the surgeon did not use this product but new one.